Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The impact on the customer¿s blood glucose level was not known. Technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. There was no reported impact on the customer¿s blood glucose level.